Event description:
During a review of programming history on (B)(6) 2013, high impedance was noted during a system diagnostic on (B)(6) 2011. It was previously reported that the patient underwent full explant on (B)(6) 2012 due to vns therapy no longer desired. The patient was reportedly not re-implanted. The products were returned for analysis. An end of service (eos) condition was found in the pa laboratory and determined to be the result of normal expected battery depletion. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During lead analysis, the outer silicone tubing had abraded openings at three locations along the lead body. Abraded openings in the outer silicone tubing are not expected to have an effect on device functionality. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Review of programming history. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.